Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. Concomitant products: d274drg ICD implanted (B)(6) 2010; 6947 lead implanted (B)(6) 2010; 4968 lead implanted (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.